Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Photo one depicts three scissor clips. Photo two depicts the label from the tyvek lid. Photo three depicts the tyvek lid. Microscopic evaluation of the jaws noted the jaws were misaligned. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws and all five clips scissored. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the misaligned jaws and scissor clips; the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated during a laparoscopic cholecystectomy procedure the clips could load properly into the jaw but could not be fired correctly from the device. The clips did not form correctly. The procedure was converted to open because the clips scissored and didn't have a proper clamp on the duct. The clips then had to be removed not leaving enough tissue to clip with the device. There was permanent tissue loss and damage. The operating time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: when the surgeon used the device, the clips scissored when being applied. As a result, the procedure was changed from laparoscopic to open.